Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. Customer's blood glucose level was 138 mg/dl. Customer stated that all buttons were not responding. Customer stated that last night, she gave insulin for her lemonade but when she hit the act button, the backlight came on and stayed on. Customer was trying to get a bolus and the screen on the pump was frozen. Customer took out the battery and tried to reset the pump, but it did not clear the low battery icon. Customer placed a new battery in the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at the keypad traces. No frozen screens noted. The device also was received with cracked case at the display window corners, reservoir tube and battery tube threads. The unit had severely scratched display window.